Event description:
It was reported that the pk dissecting forceps instrument tips were noted to be bent during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .188 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of bending remains overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the main tube appears to have a stripped epoxy coating layer. This resulted in the fiberglass layer underneath the epoxy layer to be exposed. The damage was observed along the entire length of the main tube. No other damage was found.